Event description:
It was reported that two days following the implant procedure of a left ventricular (lv) lead, the lead dislodged. The physician elected to perform a revision procedure to reposition the lead, but experienced difficulty inserting the guidewire into the lead. A new guidewire was used and the lv lead was successfully repositioned. The patient was stable with no additional adverse consequences.